Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor stopped working and could not be detected by the monitor after being implanted for a half day. The device was removed and replaced. There were no reports of delay or patient harm.

Manufacturer narrative:
The component was returned for evaluation. It was found that the internal wires were broken inside the catheter at the connector. The catheter material was damaged at the connector. No functional testing was possible. Due to the condition of the device as it was received, the reported issue was not able to be confirmed. It was not possible to determine at what point the damage to the sensor occurred. A review of manufacturing records for both the component and finished good found no discrepancies. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
A review of manufacturing lot records found no discrepancies when the device was released to stock. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.